Event description:
It was reported that pump declared cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, reattached cartridge securely, and successfully completed load process to resume insulin delivery under guidance from technical support.